Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Reportedly, the customer was not removing the air from the cartridge during the loading sequence. The cartridge was changed to address the issue and insulin delivery was resumed.